Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple high blood glucose levels, actual value was not provided, that were consider to be diabetic ketoacidosis. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.